Manufacturer narrative:
Echo image impression: high transpulmonic velocity and gradients on iotee post-pump imaging ((B)(6) 2020) that likely included stenoses located at the left and/or right pa origins (branch pa stenosis). No pr seen on iotee post-pump imaging, but imaging constraints precluding the ability to reliably exclude the presence of pr. There is progressive central pr that develops between the (B)(6) 2020 tte (mild pr) and the (B)(6) 2022 tte (severe pr). Although the cardiac magnetic images appear to support that there is contact between the bioprosthesis posts and the main pa wall, the impact of that contact is not necessarily clear based only on the submitted images. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred, due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted, accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis. And if action is required, appropriate investigation will be performed.

Event description:
It was reported, that a patient with an edwards aortic valve, implanted in the pulmonic position. Has been placed under evaluation for a valve-in-valve, after an implant duration of approximately 2 years 8 months, due regurgitation.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: a2, a3, b4, b5, b7, d4, d6, e1, g3, g6, h2, h4, h6. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The most likely cause is patient factors, including implant position, patient's age at time of implant and tetralogy of fallot. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a patient with an 21mm 11500a aortic valve, implanted in the pulmonic position, has been placed under evaluation for a valve-in-valve after an implant duration of approximately 2 years, 8 months due regurgitation. The patient presented with heart failure, shortness of breath and fatigue. The re-intervention has not yet occurred. Per information received the patient had branch pa stenting already.